Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit but was unable to duplicate the customer's reported issue. The stm completed all diagnostic and performance tests and was still unable to duplicate the reported issue. Subsequently, the stm completed scheduled preventative maintenance (pm) including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a whistling sound and the display was pixelated before the iabp shutdown. The iabp was swapped out with another iabp unit. There was no patient harm and no adverse event reported.